Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9140767. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the prn adapter experienced leakage at the luer connection, and a loose prn connection. The following information was provided by the initial reporter: the department is preparing to infuse the patient. After using a disposable heparin cap to connect the catheter, there is leakage. After the nurse's inspection, it is found that the heparin cap is damaged, which leads to a loose connection with the catheter connector and leakage. Then immediately replaced with a new heparin cap and reported to the equipment department.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn adapter experienced leakage at the luer connection, and a loose prn connection. The following information was provided by the initial reporter: the department is preparing to infuse the patient. After using a disposable heparin cap to connect the catheter, there is leakage. After the nurse's inspection, it is found that the heparin cap is damaged, which leads to a loose connection with the catheter connector and leakage. Then immediately replaced with a new heparin cap and reported to the equipment department.